Manufacturer narrative:
(B)(4). Results: cva/stroke.

Event description:
Pt received a 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid cx and a 3.0mm diameter x 30mm length endeavor sprint rx stent in the mid lad during index procedure with no issue reported; however it was reported that 1 day post implant of the endeavor sprint rx stents, the pt suffered a cva event. Prolonged hospitalization and medical intervention were required. Investigator reported that the cva event was not related to the study stent, but was probably related to the procedure. It is reported that the pt died 2 weeks post implant of the endeavor sprint rx stents. It was reported that the cause of death was hemorrhagic stroke. (MFR # 9612164-2011-00129).